Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms one day post implant. It was reported that the lead was implanted in the rv apex pointing up toward the septum and was suspected to have perforated the septum. It was noted that during implant of the lead, 11.5 turns were applied quickly to the helix and it was suspected that the helix may have popped out. A revision procedure was performed. The lead was repositioned and all lead measurements were noted to be stable and acceptable. No additional adverse patient effects were reported. The lead remains implanted and in service.